Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#3006705815-2017-01695, reference MFR. Report#3006705815-2017-01694, reference MFR. Report#1627487-2017-07319. The patient was implanted with two systems (pns and scs). It was reported the patient's pns system did not provide effective therapy to the her satisfaction. As a result, surgical intervention was undertaken on (B)(6) wherein the entire pns system was explanted to address the issue. Note: all possible pns leads are being reported as explanted.